Event description:
It was reported that this pacemaker recorded out of range ventricular intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of the presenting electrogram (egm) noted ventricular undersensing with inappropriate ventricular pacing. The right ventricular (rv) pacing output was noted to be adapted to five volts due to a high right ventricular automatic threshold (rvat) test measurement, which, was felt to be related to false loss of capture (loc) due to the undersensing. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.